Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the return of the device. Once the device has been received and the evaluation is completed, a supplemental report will be submitted. Reference MDR# 2029214-2018-00724. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information the physician was not able to detach two medtronic implant coils with two separate instant detachers. The two implant coils were eventually successfully detached with the manual method (breaking of the hypotube, an alternative detachment method mentioned in the instructions for use) and implanted in the patient. Prior to the event, the first medtronic implant coil was advanced to the aneurysm and could not be detached with the instant detacher. A new instant detacher was opened and used, but the implant coil still did not detach. For that reason, the implant coil was successfully detached with the manual method and implanted. A second medtronic implant coil was opened and inserted, but it failed to detach with the new instant detacher that was used for the previous coil. This second coil was then detached with the manual method and it was successfully implanted in the patient. No patient injury was reported as a result of the event.